Event description:
According to the reporter, during a laparotomy lobectomy, when resecting the pulmonary parenchyma, the staple stopped midway, it was confirmed upon checking the reload, and the device had returned. The device was fixated to tissue and removed. The doctor did not check the lcd of the main unit during the procedure, so it was pulled back using the upper button and completed. The situation was unclear, but the main unit and the adapter used were checked and there were no abnormalities. The reload was replaced, while the same handle and the adapter were used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial#unk); unk-sigadapt, unknown signia egia adapter (serial#unk); sigpshell, sig power sigpshell control shell (lot#unk). Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy lobectomy, when resecting the pulmonary parenchyma, while at the left upper lobe bronchus, the clamp cover was facing the front and the video was clear, the needle was level 2 at the beginning, but the gear immediately changed to a level 3 low, the thickness was bronchial, so it did not feel that much, and as reported, it would stop in the middle, but rather than stopping in the middle, it returned from the middle without a time lag. The button might be wrongly operated. When expecting if it would turn back, it started moving in the same direction again and stopped at the place where it had turned back the first time, 1 round trip. The bronchus was able to be stapled halfway, but the remaining 2 cm was ligation in the chest cavity. The situation was unclear, but the main unit and the adapter used were checked and there were no abnormalities. The reload was replaced, while the same handle and the adapter were used to complete the case and resolve the issue. There was no patient injury. The patient has already been discharged from the hospital and seems to be doing well.